Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. The reported event of high watt alarm was confirmed via review of the controller log files which revealed 51 high watt alarms starting (B)(6) 2017. No data file was available leading up to the event date of (B)(6) 2017. The reported event of "vad stopped" was not confirmed as review of the controller log files did not reveal any vad stop alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and review of historical data of similar reported events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the patient was admitted with suspected pump thrombus. Left ventricular assist device (lvad) parameters were out of range. The patient had elevated lactate dehydrogenase (ldh) and hematuria. The patient was treated medically to lyse the pump thrombus, however, after five days of treatment the pump stopped requiring a controller exchange. The pump failed to restart following the exchange. The patient was started on blood pressure support medications. The decision was made to wait for a heart to become available for transplantation as the patient was hemodynamically stable, however, the patient's condition began to deteriorate. The patient subsequently underwent a pump exchange on (B)(6) 2017. The outflow graft was patent; therefore, graft-graft anastomosis was utilized. The patient was discharged to the step-down unit on (B)(6) 2017 and is reportedly doing well. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted with ventricular assist device (vad) "high watt" alarms.  The patient's international normalized ratio (inr) was subtherapeutic. The patient claimed that he forgot to take his coumadin. His controller reportedly stopped as the vad power rose to approximately 25 watts. Controller exchange was attempted but was unsuccessful as the pump did not restart. The patient subsequently underwent a pump exchange on (B)(6) 2017. Of note, the patient is listed as united network for organ sharing (unos) status code 1a. No further information has been provided.